Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left superficial femoral artery (sfa) with heavy calcification. The 8x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed; however, the stent only partially deployed as the thumbwheel was noted to be stuck after the stent was released only 2 centimeters. Therefore, the sess was removed from the patient. Another absolute pro sess was used to continue the procedure. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional was provided.